Event description:
It was initially reported via legal notification that the patient had an initial primary right knee total arthroplasty surgery on (B)(6), 2020. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Additional information received -it was reported that the patient has complained of pain. The patient had a revision surgical procedure on (B)(6) 2023 for a loose femur and recalled poly approximately 3 years, 4 months after implant. The patient was revised to exactech devices. Reported event is not related to breakage of a device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays were provided. Product not returning: chain of command. Due to recall hospital will not release. There is no additional information.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: 5362405 02-022-35-4013 - truliant tib imp ps insert sz 4 13mm-FDA recall z-0023-2022. 6378786 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t. 6384282 200-07-35 - advanced patella 35mm 3 peg implant. These devices are used for treatment not diagnosis. Pending investigation. There is no other information available.

Manufacturer narrative:
1038671-2024-04813 this follow-up report is being submitted to relay additional and/or corrected information. D10: concomitants: (B)(6) 02-020-11-0340 - truliant ps cem fem ps cem right sz 4. (B)(6) 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t. (B)(6) 200-07-35 - advanced patella 35mm 3 peg implant. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04813. The following sections were updated: g1, h6. The following sections were corrected: b1, b2, d2b, d4, d6a, d6b, g1, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.